Event description:
"S/p b subgl infra 300cc surgitek gels for augmentation/correction. Involutional atrophy and ptosis. Denies decrease in size, change in shape, texture or local pain. Had 2 closed capsulotomies in 1989, for sure on r, poss l. No other h/o trauma. Denies systemic c/o's although has some vertigo, l leg "neuritis", arthralgias which occurred shortly after implantation. Has also developed allergies. Is mainly concerned that pt not develop probs and thus would like removal."